Event description:
It was reported that during preparation for a embolic protection procedure, a filterwire broke. The target lesion was located at the saphenous vein graft. A 190 cm filterwire ez was use to treat the target lesion. Upon preparation, they pulled back hard on the wire in the saline bowl and it was then noted that the wire broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).